Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a mica procedure the device had a service and motor failure. There was no harm for patient, operator or third party reported. However, as the device could not be used the customer switched to an open procedure to finish the procedure. Update (B)(6) 17-may-2024: further information were provided that the customer had to switch to open procedure, since he could not perform the osteotomy using our power tool. They had to use another power tool of their own with a saw blade and did an open chevron.

Manufacturer narrative:
The reported event was confirmed. The manufacturer evaluation revealed a defective electronic in the control unit. It is possible that a defective or damaged motor has damaged the electronics. But this cannot be verified as only the control unit was sent in for investigation. A most likely cause is attributed to a supplier manufacturer issue.